Manufacturer narrative:
This report is being submitted for the initial and investigation completion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Refer to related MFR report number: 1221359-2022-03181, 1221359-2022-03294, and 1221359-2022-03295.

Event description:
The customer reported three (3) false negative results using ID now covid-19 assay performed on multiple days in (B)(6) 2022. This report is for test one (1) of three (3). The patient initially tested negative with the ID now covid-19 assay on (B)(6) 2022. The patient tested with a fujirebio espline sars-cov-2 test with nasal sample on (B)(6) 2022 which generated a positive result. No addition information, including patient treatment and outcome, was provided.